Event description:
(B)(4).

Manufacturer narrative:
We called twice and left a message with the customer that this could be an issue with the printer driver and to deleting and reinstalling the drivers could eliminate this problem. We followed up with the customer and was told that they had some communication loss. This was confirmed by the strips that was provided by the customer. We asked them if they have tried deleting and reinstalling the drivers and if that resolved their issue. They stated that they have not tried that yet and will call when they are ready to do that.

Manufacturer narrative:
(B)(4). Nihon kohden received a call by (B)(6), biomed. (B)(6) (biomed) through the procedure for deleting and reinstalling the printer driver. Printed a test page. Upon completion of the procedure, requested biomed have clinical staff print a full disclosure page. No issues noted at this time. Biomed expressed concern that this issue may not be resolved. I requested that he wait after a period of time and then print another full disclosure page from a different patient. If issue still exists to call tech support back. No further contact from customer.